Event description:
It was reported that during the device replacement procedure, the chronic right ventricular (rv) lead was disconnected from the old pacemaker and plugged into the new device. No pacing was noted for this pacer dependent patient. The rv lead was then unplugged from the new device and connected to the pacing system analyzer (psa) cables. Once connected to the psa, the rv lead exhibited non-capture at maximum output. The rv lead was then reconnected to the old device, placed back into the pocket, and pacing resumed. It was noted that during the procedure, the patient was receiving temporary pacing via external pads due to asystole. It was noted that the old pacemaker system had not connected to the remote monitoring system since july 2022, thus device data was not available for review to evaluate past rv lead behavior. Subsequently, the rv lead was surgically abandoned and replaced during the same procedure as well. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.